Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: neurosurg focus 31 (4):e15, 2011. (B)(4).

Event description:
It was reported via journal article: "title: management of incidental durotomy in minimally invasive spine surgery". Author(s): dmitry ruban, m.d., and john e. O¿toole, m.d., m.s. Citation: neurosurg focus 31 (4):e15, 2011. This study aimed to describe their experience in a series of consecutive minimally invasive spine surgery (miss). Between aug2006 and feb2011, 563 patients underwent miss and 53 patients (n=23 male and n=30 female; mean age of 60.7 years [ranged 30-85 years]) had unintended durotomies during the procedure. In the repair, primary repair was performed using 4-0 nurolon sutures and gelfoam was used in dural defect. 0 vicryl was used in fascial closure and skin was closed with interrupted 2-0 vicryl subcutaneous sutures followed by dermabond. Complications included superficial wound infection following a 1-level fusion that required a return to the operating room for irrigation and debridement, followed successfully by a short course of antibiotics. Unintended durotomy was associated with fewer complications than previously reported for open spinal surgery. The authors propose a simple management algorithm that includes early mobilization and results in excellent clinical outcomes with no incidence of postoperative cutaneous csf fistula or other complications.